Event description:
During the operation, the doctor found the leakage of the occluder.

Manufacturer narrative:
The catheter flow holes were open and functional, and water easily passed through. The catheter had no noted occlusions or tears. Although proteinaceous debris was noted, the device passed the patency check. The instructions for use that accompanies the device caution that the system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.